Event description:
The right stopper was loose and unable to fixate. Incident found 1 day after placement. The stopper was replaced with t stopper. However the stoma became unstable and the pt is at critical condition.